Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had failed displacement test. Customer reported that they did not received the insulin and so the trouble shoot was performed and pump failed the displacement test. No harm requiring medical intervention was reported. The insulin analysis pump will be returned for further.

Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 the pump is under delivering and experiencing high bg. Device passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed dat test at 0.08810 inches. No under delivery anomalies noted during testing. Device successfully downloaded to thump and carelink. Confirmed 113.05 units of normal bolus was delivered on (B)(6) 2021 between 00:02:00.000 and 23:56:57.000. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The motor was tested outside of device and passed. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Device passed functional testing and no under delivery anomalies noted during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.